Event description:
It was reported that the analyzer cable is "defective." Also noted was that the black plastic clip to plug in the analyzer is "more fragile" than in the past and it breaks when unplugged from the analyzer. Subsequently, electrical testing can not be completed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.